Event description:
Patient was revised to address pain and lack of flexion. Femur was possibly oversized. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.